Manufacturer narrative:
Our quality engineer inspected the sample and photograph submitted for evaluation. Your report that the needle was catching was confirmed and the cause appeared to be manufacturing related. One photograph and one 18g insyte autoguard device were provided for investigation. The photograph showed a needle that was partially retracted within the safety mechanism. In the photograph, the position of the flash notch in the needle appeared to coincide with the position of the blood control valve. The reported event appeared to be associated with the needle that was catching on the blood control valve within the catheter adapter. No other damage or defects were identified in the photograph or on the returned sample. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The needle of the IV catheter catches onto the patient¿s skin which causes the needle to bend. The needle is unable to release. Patient harm: no harm.